Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, "the rn has confirmed that the caresite and catheter was tightened before use, but about half a day after using it on the patient, it separated and caused the patient's blood to flow out." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and one photograph were provided for evaluation. Visual examination of the sample was unable to note any defects. The sample was leak tested per specifications with passing results. No observations were made from the provided photograph. Based on the evidence provide the reported defect was unable to be confirmed. The returned product was functionally tested per specification and the reported defect was unable to be replicated or confirmed. Therefore, no root cause could be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.